Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned for evaluation. The pacemaker was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Additionally, visual inspection of the header and connector found no anomaly related to field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket (B)(4). The initial submission attempt was performed on september 22, 2022.